Event description:
It was observed that during the device evaluation, the camera head exhibited error code e226 and poor water tightness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the disconnection in cable unit caused e226 and poor water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.